Event description:
It was reported the ultrasound broncho fiber videoscope image was pixilated. The issue occurred during an unspecified procedure. The procedure was successfully completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound bronchofibervideoscope image was pixilated. The issue occurred during an unspecified procedure. The procedure was successfully completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Fields updated: d9, h2, h3, h6, h8, h11 the device was returned to olympus for inspection. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as electrical problems including open circuit, short circuit, or signal loss, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.